Event description:
It was reported by a physician's office that an unk pt had been sent for x-rays and back to neurosurgeon. The pt had an impedance value over 10 kohms. Also, the pt had reportedly been involved in a recent safety alert from the MFR dealing with an inaccurate intensified f/u indicator (ifi). The pt's x-rays were not going to be sent for MFR review. Also, there had not been any trauma or manipulation. A revision surgery in the future is likely. The pt's last known diagnostics had been within normal limits. Attempts for further info have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.